Event description:
I used fixodent from 2005 through the present time. While using fixodent, I experienced numbness in both feet, lower legs & knees. In 2006, I was diagnosed with neuropathy. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2005 - present. Diagnosis: dentures.